Event description:
In 2005, the pt presented with a ruptured aortic aneurysm which was subsequently repaired with a gore excluder aaa endoprosthesis. Postoperative computed tomography scans revealed new and progressive fluid collection along the left retroperitoneum, and ultimately the fluid was biopsied and cultured. The culture grew out mycobacterium bcg. Seven months later, the device was explanted and the aneurysm was surgically repaired. The patient tolerated the procedure.

Manufacturer narrative:
The device was discarded by the facility. A review of the manfacturing paperwork has been conducted. Please note, this patient was also implaned with a gore excluder aaa endoprosthesis contralateral leg component (pcx121200/lot#03395534).